Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all components remaining implanted and in use. Patient's discomfort was directly related to the placement of the components during the implant procedure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. The implantable pulse generator (ipg) was placed on the anterior thigh with the implanted leads targeting the superior genicular nerve. In (B)(6) 2024 the patient reported pain or discomfort at the location of the implanted leads. Further investigation was able to identify the location of the pain was at the site where the lead coil had been placed. On (B)(6) 2024 a surgical procedure was performed to reposition the implanted leads in a manner that would alleviate the discomfort felt by the patient. No new components were introduced and no existing components were explanted.